Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result with a 1:10 dilution was 101.4 miu/ml. The repeat results with a 1:10 dilution were 61288 miu/ml, 64813 miu/ml, 63561 miu/ml, and 64525 miu/ml. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 24044401 with an expiration date of 31-aug-2018.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided information, the likely root cause was the use of sample tube outside of the specification for the device and poor sample quality. Another typical cause for this type of event is insufficient analyzer maintenance.